Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted, therefor not explanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following intraocular lens (iol) implantation into her right eye (od) the patient's outcome status is satisfied overall; however, they presented with some side effects that the doctor did not mention prior to the surgery. The patient had a ¿young¿ cataract and she was not expecting to have to use prescription glasses after the procedure, as she was expecting that the astigmatism would be corrected. The patient is experiencing blurry vision and double vision, rings, glare and other light effects around car headlights and street lighting. The surgeon informed her that the light effects would disappear and her neurological system would adapt over time, but the patient is scared of the post operation results and does not believe that it will improve. Through follow-up we learned that the visual issues started immediately after the cataract surgery. The light flickering is a bit less now compared to the beginning. Her eyes seem to water, which could be due to the eye drops she uses. She finds it difficult to read the information, as the letters appear to be "jumping" on the page. Additionally, she has to squint to see more clearly when she is in a bigger space or driving a car. In general, the patient still manages daily activities despite the issues. However, she does have concerns about driving a car and performing certain physical tasks. The patient has conjunctivitis and is using several types of eye drops with steroids. Recently, she had a redness issue in her right eye following a brief and sharp needle-like pain. No further information was provided.